Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: dilatation catheter: quantum apex 3.5x15, emerge 3.0x15. Prasugrel, aspirin. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x28 xience xpedition stent was implanted in the mid right coronary artery. After stent placement, a proximal edge dissection occurred and a 3.5x23 bailout stent was implanted to seal the dissection. After the procedure, there was a mild increase above the normal upper limit in the creatinine kinase-myocardial band (ck-mb) level. No treatment was reported for the ck-mb elevation. There was no adverse patient sequela. One day post procedure, the patient was discharged from the hospital. No additional information was provided.